Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program to report a dampened arterial pressure (ap) waveform on a cs300, and stated that the line would not flush. No patient harm was reported.